Manufacturer narrative:
Other, other text: device evaluation: visual inspection performed and found no cracked cases, but discolor and faded on chassis base. No evidence in the event history log. Customer problem was duplicated in that it was determined that what was infused in 12 hours should have taken 24 hours issue. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Visually inspected device and found discolor and fading on chassis base which possible cause the issue. Inaccurate delivery caused the reported issue. Product is beyond a year from manufacture date february 2017 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in (B)(6) 2022 and there was no indication the complaint was related to previous at the device.

Event description:
It was reported that during a returned order service, it was determined that the medication was infused in 12 hours instead of 24 hours that should have taken. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.